Event description:
These lancets are unsafe. They rely entirely upon the friction of the needle stuck into plastic to safely use lancet. This is insufficient to hold them on against the slightest bump, leaving the needle exposed unless handled carefully by the long section--you cannot even safely put them in a pouch until you get to a sharps container. I've poked myself uncountable times since I was forced to change to them by (B)(6). They should not be on the market at all! FDA safety report ID# (B)(4).